Event description:
The customer reported that the system would not maintain the fluoroscopic images and then there was no x-ray emission. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.